Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a broken sensor during the removal procedure, which occurred on (B)(6) 2025 at approximately 3:30 pm et. According to the hcp, the sensor was difficult to remove and was stuck; it had been implanted in the upper-middle left arm, and the clamp supplied in the vygon kit was used for removal. The user was reached and reported feeling better. All pieces of the sensor were removed; however, they were disposed of, and no RMA will be issued as the product is not available for return. Per dms review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
It was reported that sensor broke during the removal procedure on (B)(6) 2025. According to the hcp, the sensor was hard to get out and was stuck. The sensor had been implanted in the upper-middle left arm. The clamp supplied in the vygon kit was used for the sensor removal. The sensor pieces were retrieved successfully, but were discarded by hcp. No images were provided either. Thus, no confirmation or further investigation of the complaint was possible.the potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion site may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22.